Manufacturer narrative:
H3, h6: the devices used during treatment have not been returned for evaluation therefore we could not establish a relationship for the reported events. Medical review reported, without clinically relevant patient-specific supporting documentation, a thorough medical investigation cannot be performed. The root cause and/or patient outcome beyond that which was documented in the article cannot be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Should additional medical information be provided this complaint will be re-assessed. No actual product failure has been reported, implant loss and wound breakdown are inherent risks with any medical procedure and the probable cause. The instructions for use provide comprehensive instructions of the operation, use and limitations of the device. The associated risk files contain details relating to harm. However, the clinical review has not established a causal link. Additional rmr is not required. No batch/lot number has been provided, however, at this time, we have no reason to suspect that the product did not meet specifications at the time of manufacture. A complaint history review found other related failures this investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range. Smith + nephew will continue to monitor for any adverse trends relating to this product range (B)(4)

Event description:
In the paper "plastic and reconstructive surgery global open 2020- negative pressure wound therapy reduces wound breakdown and implant loss in prepectoral breast reconstruction" the authors of the study reported that a patient suffer an implant revision while using opsite. No further information is available.